Event description:
It was reported that the pump declared an alarm during the loading process. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in loading a new cartridge, but the alarm recurred, leading to a resolution to replace the pump. The pump was under warranty, and the customer was instructed in how to put the pump into storage mode prior to returning it. A pre-paid label was provided for the return of the pump, and the customer planned to use multiple daily injections as a backup for insulin delivery in the meantime.